Manufacturer narrative:
Physio-control further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic), designator u12.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present and had failed a user test.  There was no patient use associated with reported issue. Upon evaluation of the customer's device, physio-control observed that it was intermittently unable charge.  As a result, defibrillation could be delayed or prevented, if it were necessary.